Event description:
It was reported that pump displayed malfunction alarm malf 12 and could not be resolved by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, and was informed pump would be replaced under warranty; customer planned to use multiple daily injections as backup insulin therapy, was instructed to place malfunctioning pump in storage mode, to program pump settings and reconnect cgm on replacement pump, and to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.